Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported ongoing occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of around 400 mg/dl. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on (B)(6) 2024 with no permanent damage. The customer reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, usb port pins were damaged.